Manufacturer narrative:
This report is filed january 13, 2014.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted on (B)(6) 2013, due to unspecific medical reasons. The patient was reimplanted with a new device during the same surgery. The manufacturer became aware upon receipt of the explanted device on november 29, 2013. Additional information has been requested but has not been made available as of the date of this report, (B)(4) 2013.